Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized for a high blood glucose of 32.6 mmol/l and diabetic ketoacidosis. The patient was hospitalized for 9 days. The customer was treated via antibiotics for potential infections, steroids, and a sliding scale dosage of manual insulin injections. Troubleshooting was initiated. The caller confirmed that the patient had bent infusion set cannulas on a consistent basis. There was no physical damage to the insulin pump. There were air bubbles in the reservoir at some point. A high pressure test was declined due to lack of a tubing clamp. No products were returned or replaced.